Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert or replace battery now alarm noted during testing or in the insulin pump trace download. Insulin pump received with serial number label fading, end cap address label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6)2019 with blood glucose of 1000 mg/dl at the time of the incident. The customer was at 373 mg/dl on the morning of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as nausea, diarrhea, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed a self test twice with hardware low level failures alarms. The customer also got a motor error alarm. The insulin pump will be returned for analysis. Frn-unk-rsvr unomed set.